Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was able to be confirmed. During the evaluation it was observed that the ultrasonic probe was loose due to physical stress. Upon further inspection, it was observed that foreign objects/ material came out of the forceps elevator. This finding was due to insufficient cleaning or handling of the scope. It was also observed that water tightness was lost due to a pinhole on the bending section cover. It was observed that the bending angle in the up direction did not meet the standard value due to wear of the angle wire. Additionally, the play of the up and down knob was out of the standard value due to wear of the angle wire. It was also observed that the adhesive on the bending section cover was detached and had a chip due to chemical or physical stress. It was observed that the electrical connector had corrosion due to water leakage caused by water invasion in the device. It was also observed that the adhesive around the objective lens was peeled. It was observed that the paint on the air/water cylinder was peeled due to handling. It was also observed that the acoustic lens was damaged due to physical stress. Lastly, scratches were observed on the following unit components due to physical stress caused by a handling problem: image guide protector, switch one, objective lens, connecting tube and on the acoustic lens. Due to the nature of this reportable event, the customer provided the cleaning sterilization and disinfection (cds) processes performed at the user facility. The customer cleaned, disinfected, and sterilized the equipment prior to requesting repair. The customer confirmed that the facility does not delay the start of precleaning on the equipment after use. The customer confirmed that there were abnormalities in the accessories used for reprocessing, however the customer did not provide specifics on the abnormality. The customer confirmed that the facility flushes the forceps elevator with detergent solution. The facility confirmed that they brush the forceps channel during manual cleaning. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation. This report is also being submitted to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the definitive root cause of foreign objects could not be identified. Considerations ¿ it cannot be determined from the photograph provided by the customer what the foreign object is. Before sending olympus the actual product, the cleaning, disinfection, and sterilization were performed. It was confirmed that pre-cleaning was performed properly by the facility. During the physical inspection of the device, there were no abnormalities observed on the device or around the forceps elevator. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus the evis lucera ultrasound gastrovideoscope ultrasound probe was loose. There was no patient/user harm or injury reported due to the event. Upon device return and evaluation, it was observed that foreign objects came out from the forceps elevator, which is a reportable event. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.